Manufacturer narrative:
The investigation for the hematuria has been completed. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A (B)(6) male presented with acute chest pain and was diagnosed with myocardial infarction. An intra-aortic balloon pump was placed and a percutaneous coronary intervention carried out. As the patient continued to deteriorate, the balloon pump was upgraded to an impella cp. A first attempt to prime a new purge casssette failed and the cassette had to be replaced. During early support, the patient developed hematuria that led to a discontinuation of systemic anticoagulation. Due to the patient's age, decision was made to avoid further escalation of care and the patient expired after 7 days of support. Death will be conservatively coded to the impella cp while primarily related to the underlying disease.